Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting and the device was stuck on the start page. Upon further troubleshooting, the fse determined that the local unit controller board for the geometry failed a bist (built-in-self-test) test and there was no power in power supply of m-cabinet. The fse replaced the power supply and reconnected the cables. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.